Manufacturer narrative:
The cardiere forceps instrument was returned to isi for evaluation with no reported issue. An investigation has been completed. Observations not reported by site. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.63" was found to be broken off the yaw pulley. The broken piece was not returned. Additional information: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .129 - .233 in length and were not aligned with the tube axis.

Event description:
The cadiere forceps instrument has been returned without a complaint and there is no allegation that the instrument caused any harm to a patient. If further additional information is obtained, the record will be reassessed to address the issue.